Manufacturer narrative:
Evaluation codes, results: (stroke/cva).

Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted in the proximal rca. Patient was asymptomatic at 30 day, 6 month and one year follow-ups. Approximately 1 year and 2 months post index procedure a stroke is reported to have occurred. Investigator reports giddiness followed by fall, associated with 3-4 episodes of vomiting, possible loss of consciousness for a few minutes. Investigator classified type of stroke as hemorrhage (intracranial bleeding requiring intervention). Diagnosis was based on a radiological evaluation and was confirmed by a neurologist. Investigator has not indicated if event was related to study stent or study procedures. Patient was asymptomatic at 1.5 yr follow up.